Event description:
Litigation alleges that patient was found to be suffering from a severe infection, and was taken immediately to surgery for irrigation and debridement. The asr device was removed and a spacer was inserted and remains in the patient's hip today.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Corrected: date of revision. Depuy considers the investigation closed.

Manufacturer narrative:
There is no new information that would change the outcome of the investigation.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA- 001226. Ongoing post market surveillance is conducted per our procedures for this product. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The report states: litigation alleges that patient was found to be suffering from a severe infection, and was taken immediately to surgery for irrigation and debridement. The asr device was removed and a spacer was inserted and remains in the patients hip today. Doi: (B)(6) 2008; dor: (B)(6) 2009 (left hip). (B)(6). Examination of the reported devices was not possible as they was not returned. A search of the complaints databases and/or a review of sterilization records were not possible as the required product/lot code combinations were not provided. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.